Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of fiber tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the bladder and urethra during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 100w console. According to the complainant, during the procedure, the ball tip of the laser fiber broke off and fell inside the patient. The physician continued using the fiber and completed urethrocele resection without issues. No attempt was performed to retrieve the detached ball tip. A second laser fiber was used to break the stones and complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.